Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported slda associated with the clip detaching from the posterior leaflet per the physician is related to patient conditions and due to thin/ friable and calcified leaflets. Image resolution poor was associated with procedural circumstances as imaging was reported to be difficult due to image quality and shadow from device. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Event description:
It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4+ and thin/friable leaflets. It was noted imaging was challenging. An ntw clip was inserted, but due to shorter clip arms, the leaflets were unable to be grasped. Therefore, the clip was removed and replaced. An xtw clip was then inserted and deployed. However, after deployment, the clip detach from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment /slda). Another clip was inserted and deployed, stabilizing the slda and reducing mr to a grade of 2+. There was no clinically significant delay in the procedure. No additional information was provided.